Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). Device evaluation: the product was not returned for investigation and product testing could not be performed. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted. The patient was -2.00 +2.00 x 153. The doctor was going for a bit more myopia because the patient was having some difficulty with reading in her first eye, so he aimed for -0.5. The iol was replaced with an iol of the same model but different diopter. There were no complications during the iol exchange. When discharged, the patient was doing well and was stable. No additional information was provided to abbott medical optics.